Event description:
This lead was capped due to "high daily shock impedance in the linox lead". The physician replaced this lead, but the same message regarding high daily shock impedances were seen with the new lead via home monitoring. The date of the event and the type of replacement lead are currently unk. This is all the info that is available to us at this time. If add'l info becomes available, this event will be updated.